Event description:
It was reported that during a lead revision procedure, this device battery was found to be depleting sooner than expected. The pacemaker was removed and replaced. This product has not been returned. This report will be updated, should additional information be received.